Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy pedal was intermittently not working, which can impact imaging. A review of the system log files didn¿t confirm the reported issue. Upon functional testing, the fse found that the wired footswitch was not working intermittently. To resolve the issue, the fse replaced the wired foot switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch's fluoroscopy pedal is intermittently not working, which can impact imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.